Event description:
During an attempt to intubate the patient using a fiberoptic scope with a bullard laryngoscope, the patient's teeth clamped down on the bullard blade, dislodging the disposable blade extender. It was swallowed by the patient and lodged in the esophagus. Original surgical procedure was aborted and the patient returned to surgery later that same day for removal of the foreign body. Patient was sent to the ICU. Patient unable to be weaned from ventilator and was transferred to another hospital in 2006 at the family's request. Medwatch copy was received in the mail on 5/26/06, it is not being reported to the FDA. The device is available for on-site inspection only.

Manufacturer narrative:
To date acmi has not been afforded an opportunity to evaluate the subject device, and as a result no conclusions can be made at this time. Upon performance of such an evaluation, acmi will file a follow up report with the agency.